Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the comment output connector assembly was broken. Analysis also noted that the hanger assembly was broken, a backlight issue was noted, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during set up the external pulse generator(epg), has a damaged output plug. The epg was returned to service and repair. There was no patient involvement.